Manufacturer narrative:
Bd has not been provided with photos or samples for catalog 301942 lot 1811137 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It has been reported that one bd¿ syringe s2 5ml 22ga 1-1/4in has been found experiencing leakage during use. The following has been provided by the initial reporter: the 5ml syringe was abnormal and could not be injected with local anesthetic drugs. After being pulled out, the syringe leaked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe s2 5ml 22ga 1-1/4in has been found experiencing leakage during use. The following has been provided by the initial reporter: the 5ml syringe was abnormal and could not be injected with local anesthetic drugs. After being pulled out, the syringe leaked.